Event description:
Information received indicates the trendelenburg function will not work.

Manufacturer narrative:
The technician investigated and found the foot hi/low up solenoid plunger was stuck. The technician could not repair the bed due to the bed being in use. The facilities staff is aware the bed will not go into trendelenburg and decided not to move the patient.